Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had 4 different incidents over the last couple of months with no delivery alarms. The alarm would occur during a bolus. They would change out the site and set. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer's blood glucose level during the first incident was around 400 mg/dl. They changed everything and treated with the insulin pump. The customer stated that they also experienced a high blood glucose level that was around 500 mg/dl. They did not have supplies to change to so they treated the high blood glucose with a manual shot. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).